Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc medical device on (B)(6) 2008 with the intention of treating her stress urinary incontinence. It was alleged that the plaintiff suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, disability, mental anguish, as well as mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.